Manufacturer narrative:
No unexpected scrolling of numbers were noted during testing. The pump passed the off no power, unexpected restart, displacement, rewind, basic occlusion and self tests. The operating currents were within specification. The pump had intermittent button response on the up arrow button due to corroded keypad traces. Unable to prime during the prime test due to a faulty force sensor resistor. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a partially broken off reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers were scrolling on display screen by itself and that buttons were not responding. Customer's blood glucose was unknown, but customer woke up with blood glucose of 500 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.